Event description:
In 2006 the physician went to stent a lesion located in the iliac bifurcation, wherein the physician "placed 1 absolute stent on one side, and planend to place a second absolute stent on the opposite side. The physician got into position with the second absolute and the stent deployed into the aorta. The physician took a balloon up into the aorta and retrieved the second absolute stent by dragging it back down into place, in the iliac artery". He then placed 2 more non-guidant stents into the distal iliac to fix the 1st stent into place and cover the calcified area of the vessel. It is noted that the pt is doing well and is physically fine.